Event description:
It was reported that the patient with an implanted pacemaker stated she underwent a pacemaker update 2-3 months prior and is device dependent. The patient also expressed concern that the device battery may deplete sooner than anticipated. As of this time device remains in service. No adverse patient effects were reported.